Event description:
It was reported that since the patient underwent a catheter revision in (B) (6) 2010 (see MFR report #3007566237201001185), the patient had never gotten the therapeutic results that she had with her original catheter. The patient also had anxiety which included difficulty breathing and pain in her chest. The patient also had difficulty sleeping along with the panic attacks. The patient had been worked up by other physicians to rule out other causes for her panic attacks. In the meantime, the baclofen pump had been constantly titrated up from an original infusion rate of 135 mcg/day to as high as 470 mcg/day. The patient's hypertonicity did not resolve. On (B) (6), 2010, a baclofen assay was drawn and sent off. The results came back low medication, but present in her cerebrospinal fluid. The catheter dye study did not show any obvious breaks or disconnects or kinking through the system when these tests were done on (B) (6), 2010. The patient came into the emergency room on (B) (6), 2010. The patient was scheduled to see the doctor for a clinic appointment that day, but due to another panic attack, made the decision to come through the emergency room. The pt was then transferred from the emergency room up to the operating room. The implanting neurosurgeon wanted to replace the proximal and distal catheters. In the operating room, an incision was made at the spinal site after the proximal and distal catheters were disconnected from one another. The doctor primed a bolus of medication through the pump just to verify that medication was indeed flowing through the pump and the proximal catheter which it was. Based on fact that the patient never seemed to get effect from the replaced catheters, the doctor decided to replace the existing proximal and distal catheter with new catheters. The doctor evaluated the catheters himself in the operating room by pushing medication, the preservative free normal saline through the catheters, assessing the catheters where the pin connector went by stretching the catheters as he was trying to determine if there were any holes, and cutting the catheters in various places. The new catheters were attached to the existing pump. After consulting with the managing physician, the surgeon determined that the daily rate of infusion should be restarted at 200mcg/day, down from the existing infusion rate of 460mcg/day. After the newly implanted catheter length was primed with medication, the pump was then programmed to infuse at 200mcg/day. Lioresal 2000 mcg/ml with higher infusion rates and lioresal 1000 mcg/ml with lower infusion rates had been used in the device system. On (B) (6) 2010, the patient was seen by her managing physiatrist. Her spasticity had dramatically improved since the catheter revision on (B) (6) 2010, and she remained on lioresal 1000 mcg/ml concentration at a daily infusion rate of 200 mcg every day. The patient's anxiety had also decreased.

Manufacturer narrative:
(B) (4).